Manufacturer narrative:
The patient was an adult male in continuous veno-venous hemodialysis (cvvhd) at the time of this incident. There was no injury or medical intervention warranted as a result of this event. There was a reported blood loss of 107 ml as the machine was manually primed with the pt's own blood. Facility's nurse specialist (cns) reported that the pt's catheter was replaced and treatment was resumed on another prisma machine of an unknown serial number. According to facility's nurse specialist (cns), the two facility's intensive care nurses that were working with this pt were exposed to blood when the catheter ruptured. Neither were wearing personal protective equipment (ppe). Both went to the hosp's employee health dept for eval. Facility's nurse specialist (cns) planned on teaching a class on the importance of wearing ppes event when a person is not expected to be exposed to infectious material and realized that both nurses should have been wearing ppes. Facility's nurse specialist (cns) reported that both nurses are healthy and no apparent harm was done as a result of this exposure. A gambro technical service (gfts) representative upgraded this facility from the 2.15 software to the 3.10 software on 12/14/06. Gambro representatives taught the upgrade in-service to the dialysis and facility's intensive care staff. The facility never purchased the 3.50 software since they never did therapeutic plasma exchange (tpe) . According to the investigation, there was a key issue with the priming sequence that was included with the 3.05 software but customers with the 2.13 or 2.15 software were unaware of this difference. Only when this facility rec'd the new 3.10 software and were able to apply it clinically, were they made aware of this priming cycle change. The facility's intesive care nurses caring for this pt admitted that they did not read the screen. This was their first time working with the 3.10 software upgrade.